Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed when tested with the 160/180 scopes. In addition, intermittent image due to a printed circuit board failure was noted. The probable cause of the problem was related to wear and tear damage with customer mishandling and with increasing use/time. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to display image. The event occurred during inspection and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the intermittent image was due to a printed circuit board failure. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.